Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion into the artery resulting in an interventional procedure. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique or incorrect access site location causing collagen deposition to occur. The DHR was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to local law. A2: age & date of birth: requested, not provided due to local law. A3: patient sex: requested, not provided due to local law. A4: weight: requested, not provided due to local law. A5: ethnicity: requested, not provided due to local law. A6: race: requested, not provided due to local law. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that two days after hemostasis was achieved using the angio-seal device, the patient's lower extremities were found to be cold and pale. The patient rested quietly in bed for 4 hours. Ultrasonography of the lower extremities confirmed complete obstruction of the puncture site due to the collagen and anchor in the vessel. Evt was performed again. A stent was implanted, and recanalization was successfully achieved. The patient was favorably recovered and discharged from the hospital. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown.